Manufacturer narrative:
Integra has completed their internal investigation on (B)(4) 2014. The investigation included: methods - review of device history records. Results - during examination of device it was observed that the housing was broken. A DHR review was undertaken of works order es1208 and the associated test record to identify any recorded anomalies that could be associated to the issues surrounding the complaint; the manufacturing paperwork was completed correctly following company work instructions. This was the only device produced under this work order. The device was produced in february 2005. Conclusion - the investigation has confirmed the failure, being caused by a damaged plastic housing. The cause of the damage is not known. This item has been in service for a number of years; there is no indication that the root cause is related in any way to the design of the product or the process of manufacture. This is considered as an isolated incident with no identified root cause. Integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
It was reported that the flow of the cooling water was interrupted. No other information was provided. Several attempts to obtain additional information has been made but to date, no new information has been received.